Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. The pump contained an unknown drug and an unknown brand of morphine both at unknown concentrations and doses. It was reported the patient had been working with the insurer, pain managing health care provider (hcp, and also primary care provider to try and get the patient¿s pump removed with no success. The friend/family member stated the pump had worked like a week since the pump was implanted on (B)(6) 2012, and they were trying to elect to get the pump taken out because the patient wasn¿t using it anymore. The friend/family member stated they had just off the phone with the managing hcp and were redirected to the manufacturer. The pump wasn¿t dispersing correctly, and the patient was referred to so many hcps to remove it. The patient was even in the hospital in the early part of 2015 who told the hcp he ¿couldn¿t find it and wasn¿t touching it and was too close to the nerve¿. The friend/family member stated the managing hcp had sent so many referrals to the primary care provider to have the pump taken out and still went there to be managed and had been going for years to that hcp. Since the last year, 2015, the friend/family member stated the patient was in so much pain and it was getting worse and worse. The patient could barely walk and move. The patient had pre-existing condition of pain, but it had changed from baseline. The friend/family member was going to follow-up with the hcp. The old drug previously in the pump (morphine) was related to the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.